Event description:
It was reported by the customer that it was during the iabp therapy using our iab catheter (trans-ray, tr4055) and performing pumping without any problem, when diastolic pressure level on the display was found to be indicating single-digit figure. According to the me, the diastolic augmentation was appeared based on waveform. The me asked whether the patient's disorder (ar) affected. No patient injury reported.

Manufacturer narrative:
Reported incidence was confirmed in the fault log. Failure of calibration was observed, during the time when pressure level value disappeared. It was confirmed that the sensor module worked normally. The device was working normally. No parts were replaced. The unit was returned to customer after meeting factory specifications. (B)(4).